Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee a 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the third inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.